Event description:
Pts treated on the visx star4 laser at facility. The results of said treatments were a range of pts who were over corrected or partially treated. As a result, the pts corneas were made irregular. Some pts requiring further treatments; some pts whose cornea irregularity is so severe, no add'l treatment will correct the vision. The problem was reported to both visx and the parent company of the facility, in september. Many calls were made to visix and several service calls were made to the facility. Add'l statements available upon request.